Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a device was explanted due to premature battery depletion and eri. The patient was fine post-procedure. Session records were requested for further investigation. The device is subject to advisory.